Event description:
Uneventful access of 5 french catheter, and aes "j" wire. Tried to remove catheter and wire, but could not retrieve. Catheter fractured and fragment migrated into pulmonary artery. Used snare to retrieve fragments. Doctor thinks the catheter snagged on the needle and sheared off.